Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update b5 and f10. Paravalvular leak (pvl) refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue. It may occur as a result of a lack of appropriate sealing of the valve at the annulus. The most common reason for pvl is inadequate debridement of a calcified annulus or attempted implant with improper valve seating. Pvl is not a result of device malfunction. There may be small pvls identified intra-operatively or post-operatively which do not require any intervention. Most cases of pvl noted intra-operatively are corrected with standard surgical techniques during the initial implant procedure and do not lead to serious injury or death. Events of pvl will be reportable if any of the following occur: there is an allegation that a serious injury or death is related to the intervention performed to treat the pvl (intra-operative valve exchange or standard surgical techniques); there is an alleged malfunction of the device that led to serious injury or death; there was intervention to treat the pvl performed after the initial implant surgery. The device was not returned for evaluation, as it remained implanted. The root cause of the plv remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25 pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 6 months due to severe paravalvular leaks and central aortic insufficiency. A 26mm transcatheter valve was implanted. Transesophageal echocardiogram demonstrated no residual central aortic insufficiency after tavr deployment. The patient was transported to the ccu with stable hemodynamics.

Manufacturer narrative:
Corrected data: reference CAPA-20-00141.

Manufacturer narrative:
UDI: (B)(4). Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration, and/or endocarditis. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this event was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25 pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 6 months due to unknown reasons. A 26mm transcatheter valve was implanted. No additional details were provided.